Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : na. Initial reporter: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd needle clipping device safe clip was jammed. The following information was provided by the initial reporter : the patient's assistant indicated that it is not possible to insert the needle.

Manufacturer narrative:
H6: investigation: a video of the customer demonstrating the use of the safeclip was provided. Customer struggled to fully insert and clip the needle using the safeclip. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video received, bd was able to confirm the customer¿s indicated failure of the safeclip cutter not cutting needles. The root cause of the safeclip being blocked to the point of being unable to trim needles may be numerous uses over time wearing down the port and the clipper becoming occluded with material from previously clipped needles.

Event description:
It was reported that 1 bd needle clipping device safe clip was jammed. The following information was provided by the initial reporter : the patient's assistant indicated that it is not possible to insert the needle.